Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with ceftazidime injection (500 mg, once daily, intraperitoneal, ongoing) and amikacin injection (150 mg, once daily, intraperitoneal, ongoing) for peritonitis. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.